Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to having instability issues a couple weeks after surgery. Surgeon decided it best to increase the poly thickness. No further information is available at this time. Doi: (B)(6) 2021 dor: (B)(6) 2021 left knee.

Event description:
Medical records received and reviewed: on (B)(6) 2021, the patient underwent a primary left knee arthroplasty to address osteoarthritis. Depuy products and cement were used. There were no indicated intra-operative complications. On (B)(6) 2021, the patient presented for a left knee evaluation due to multiple occurrences of clunking in his knee with mild pain. On examination, the physician noted with deep flexion past 130 degrees there was a tendency for the poly tibial insert to spin out. When palpated, there was an audible clunk with subluxation and an audible clunk when it subluxed back into the joint. It was noted this can be reproduced with flexion past 130. The physician indicated at that point the patient was experiencing poly subluxation, but had not formerly spun out. Plan for revision with poly swap as well as pcl release. On (B)(6) 2021, the patient underwent a left knee revision to address poly tibial insert subluxation/spinout. The surgeon noted findings as increased flexion gap posterolaterally with increased femoral rollback posterolaterally. The patient was experiencing pain and instability. There was a bit of a coagulant from resolving hematoma. The tibial insert was the only product revised. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.